Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it was reported that a male patient received right through on (B)(6) 2005 and underwent a revision surgery on (B)(6) 2013 due to osteolysis around right femoral stem. Implantation surgery report, dated (B)(6) 2015: preoperative diagnosis: osteoarthritis right hip. Procedure: implantation completed with success. Soft tissue laxity observed. Revision surgery report, dated (B)(6) 2013: preoperative diagnosis: osteolysis secondary to metal-on-metal wear debris, right hip indications: developed osteolysis on x-ray and pain. Procedure: significant metal corrosion at the morse taper junction of the femoral neck and head. Burnishing on one edge inside the femoral head consistent with the chronic wear. Femoral and acetabular components were replaced by stryker cementless components. Chromium/cobalt tests done on (B)(6) 2012 showed that the patient had a cobalt level of 3.7 ug/l which is higher than the normal value being 1.0. CT scan made on (B)(6) 2012 of both left and right hips is reported as that the acetabular components are in excellent position, orientation without evidence of loosening. Very solid bony/implant interfaces without radiolucency. Femoral components seem to be in good position, alignment and are well fixed. Right stem has osteolysis developing around gruen zone 1 which is several centimeters in size. Possible causes for the reported event according to dfmea: line 4 : metallosis, aseptic loosening -> due to excessive wear due to micromotion in taper connection. Line 5 : aseptic loosening -> due to insufficient primary stability due to design. Line 6 : aseptic loosening -> due to insufficient secondary stability due to blasted surface structure. Line 9 : aseptic loosening (stress shielding) -> due to incorrect distribution of load due to design. Line 12 : failure of connection between stem and ball head, metallosis -> due to fretting corrosion --> wear. Line 13 : failure of connection between stem and ball head -> due to mechanical properties of the material (wrong material) . Line 16 : failure of connection between stem and ball head -> due to insufficient connection strength between femoral head and stem. Line 18 : failure of connection between stem and ball head -> due to corrosion due to wrong material combination. Line 22 : aseptic loosening -> due to unclean implant due to manufacturing debris. Line 29 : aseptic loosening -> due to wrong implantation. Line 30 : failure of connection between stem and ball head -> due to residuals (e.g. Bone, cement) on taper (uncleaned taper). Comparison to investigation results whether it is possible and justification: line 4 : possible -> as wear phenomena is observed according to the revision surgery report. Line 5 : not possible -> such a design issue would have been observed in complaint summary. Line 6 : not possible -> material compatibility is validated according to material compatibility specification. Line 9 : not possible -> such a design issue would have been observed in complaint summary. Line 12 : possible -> as wear phenomena is observed according to the revision surgery report. Line 13 : not possible -> material compatibility is validated according to material compatibility specification. Line 16 : not possible -> such a design issue would have been observed in complaint summary. Line 18 : not possible -> material compatibility is validated according to material compatibility specification. Line 22 : not possible -> the cleaning process is validated according to the finishing process validation. Line 29 : possible -> no x-ray is provided, therefore can not be excluded. Line 30 : possible -> correct handling of the products are out of the control of zimmer biomet. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4)legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4). This is a bilateral patient. Left hip case is reported under (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul head 32 12/14 xl on the right side on (B)(6) 2005. The patient was revised on (B)(6) 2013 due to pain, osteolysis, elevated metal ion levels, wear and corrosion.